Manufacturer narrative:
An investigation of the event log found that the user first performed the femoral maneuver and received a maneuver-too-slow error. The second two attempts produced results (based on the estimated hip vector) similar to one another. There is no indication, as reported in the event log, of system inaccuracy. The returned navigation unit was tested in-house with the returned reference sensor by simulating a tibial and femoral maneuver several times. All tested attempts found no issues with the devices. No issues were found with either the navigation unit or the reference sensor. The microblock assembly was examined. All devices, both returned in the complaint, and in-house to orthalign, were able to connect and interface to it without issue. No parts or linkages were observed to be loose. The assembly itself is intact with no observations in loose or missing parts. The returned knee calibration bracket was able to complete back-table calibration successfully with the returned devices; no issues were observed with the back-table calibration. A review of the device history record (DHR) was conducted. The device passed all manufacturing specifications prior to release. Orthalign, inc. Will continue to monitor this issue and take action if alert limits are exceeded. This initial report is being filed after the due date as the initial submission was found to have not be received during an attempt to submit the follow-up report. At that time, the error message "error: initial report / prior supplement has not been received. The initial report is missing." Alerted orthalign inc of the issue prompting the submission of this as an initial report.

Event description:
It was reported that total knee arthroplasty was performed with kneealign. The surgeon alleged that osteotomy angle for distal femoral was not proper. Subsequently, conventional instruments were used to complete the procedure.